Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with right leg deep vein thrombosis (dvt) and pulmonary embolism had a vena cava filter successfully deployed in an infrarenal location. Following placement of the filter, mechanical thrombectomy and lytic infusion of the distal inferior vena cava (ivc), and right leg dvt followed by kissing stent placement of the bilateral iliac's was performed. Approximately eight years post filter deployment, the patient was admitted for retrieval of the filter. Initial imaging demonstrated a detached filter limb that had penetrated through the cava towards the pancreas and duodenum, 90% outside of the cava. A cone retrieval device was used to attempt to remove the filter, but the filter was too adherent to the caval wall and the retrieval system broke. All contents of the retrieval system were successfully removed from the body as it broke within the sheath. Further attempts to snare the filter were not successful. The filter was captured using a lasso technique, but appeared to angulate laterally as the system was pulled on; but, a small 12 french sheath was passed over the snare and held it in place right at the top which allowed it to be straightened out. An 18 french sheath was then advanced over the entire system collapsing the filter and allowing it to be retrieved. Attempts to retrieve the detached filter limb using a snare and forceps were unsuccessful. Final intravascular ultrasound revealed no perforation or caval disruption. The patient was transferred in stable condition and discharged home without any acute distress four days later. Approximately one year three months post filter retrieval, a CT of the abdomen and pelvis demonstrated a 1.9 cm in length linear metallic foreign body external to the superior caval lumen, intimately related to the duodenum and superior mesenteric vein, without evidence of obstruction, abscess, or surrounding inflammatory change. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for a detached filter limb, removal difficulties, and perforation of the ivc. Additionally, the investigation is also inconclusive for tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: rnf: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters. Perforation of other acute or chronic damage of the ivc wall. Warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and a filter limb detached and perforated through the vena cava. The filter was reportedly retrieved; however, the filter limb was left in place and there were no reported attempts made to retrieve the detached limb. The status of the patient is unknown.